Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828816) was implanted in a 80 year-old female patient in (B)(6) 2023 via ventriculoperitoneal (vp) shunt with setting 2. In mid november, the patient felt discomfort in her abdomen. After running a test, staphylococcus aureus was detected. To avoid cerebral meningitis, it was switched to external ventricular drainage. However, the condition of hydrocephalus got worse, therefore, the product was explanted on (B)(6), 2023. According to information provided, it is unknown if the valve failed. The valve will be replaced in december.

Event description:
N/a.

Manufacturer narrative:
Certas valve (ID 828816) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, needle hole was noted in the needle chamber. The valve was hydrated. The catheters were irrigated and no occlusion noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve passed the test for leak, only leaked from the needle hole in the needle chamber. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the ¿staphylococcus,¿ reported by the customer, could be linked to the patient and hospital surroundings.